Event description:
It was reported that a patient presented with t-wave oversensing (twos) on the right ventricular (rv) lead. The lead sensitivity was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: model: 439688, left ventricular (lv) lead; implant: (B)(6) 2012. (B)(4).